Manufacturer narrative:
Patient declined to follow post-surgical procedures going against the IFU which states "the patient should be informed about the importance of following the post-operative rehabilitation prescribed in order to fully understand the possible limitations in activities of daily living. The patient must be warned that failure to follow postoperative care instructions may cause the implant or treatment to fail." The patient did not follow those procedures and remained active within the 6 weeks post op period. All manufacturing and inspections were conducted within specification. The product was not returned for evaluation and current information is insufficient to permit a definitive conclusion as to say that this was a product issue.

Event description:
Doctor performed a geminus surgery on a (B)(6) male on the right wrist. When patient returned for 6 weeks follow up, x-ray imaging showed broken screws on the distal portion of the plate. Patient refused follow up protocols and remained active within the 6-week post-op period.